Event description:
This report involves a 32 year old female who sustained a cardiopulmonary arrest and permanent neurological impairment after she underwent retrieval efforts on 4/12/93 to remove a portion of above mentioned fractured catheter from her right pulmonary artery.the catheter had been placed for access on 3/16/93. There were no complications and she was discharged on 3/18/93. Subsequently she was admitted from 3/29/93 - 4/2/93 for exacerbation of her asthma. The catheter was intact and functioning during that admission. On 4/10/93 she was transferred to our facility from ocean county medical center when a routine x-ray revealed that a portion of the catheter had fractured and was resting in her pulmonary artery.on june 4, after discussing prognosis with her family and to follow the instructions of her advanced directive, she was removed from life support. Subsequently, she expired on june 7, 1993.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.